Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital support that the pt admitted for power spikes and is listed status 1a for transplant for device malfunction. Pt has had no anticoagulation and has a history of gi bleed. Add¿l info received (B)(6) 2012 confirmed that the pt underwent cardiac transplant on (B)(6), 2012.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.